Event description:
It was reported that a physician, unspecified if trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, a note on the returned device stated "piece of metal was sticking out from the device above the handle." The method of how hemostasis was achieved was not reported. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.